Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during a percutaneous transluminal arteriography procedure, the catheter tip detached within the patient's common iliac artery. The physician had acquired retrograde artery access and had negotiated the patient's aortic bifurcation with an .035 hydrophilic guidewire when the tip detached. The physician then used a vascular snare device to successfully retrieve the catheter tip from the patient's common iliac artery with no additional injury to the patient.